Event description:
It was reported that during the implant attempt, the lead doubled over on itself and appeared to adhere to itself. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor was distorted and the inner insulation was kinked buckled. Blood was found in/on the helix/lobe mechanism and the guidetooth was damaged. The lead appeared to have been stretched and damaged at implant.